Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fatigue patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software reprogram was performed successfully.